Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer reported that insulin did not exit the tubing during manual priming. After changing the reservoir, customer was able to get insulin to exit the tubing with no alarm. The customer was advised that the reservoir would be replaced but did not return the product for analysis.